Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the power switch of the subject device could not be moved and not be turned on at the preparation of the oesophagus gastro duodenoscopy and colon therapeutic procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: a1, d4, d10, g4, g7, h2, h3, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years) associated with normal wear and tear. Additionally, a design change was initiated for the power switch to make it more durable after this device was manufactured (november 2013) to help with this issue.